Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This was determined to be a supplier related issue.

Event description:
During an atrial fibrillation redo procedure, an expired sheath was used for access of the jugular vein. It was noted that the sheath curves did not deflect properly. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g408333) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The batch number 7993428 expired april 30, 2024, on which was prior to the reported event date of july 19, 2024. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The cause of the use of expired product is consistent with user error.